Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (bivicd) device apparently lasted less than four years. The patient was disappointed to have the device replaced before four years. The bivicd device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.